Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened button dome switch and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart due to buttons not responding. No blank display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed. Customer's blood glucose value was 290 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that the insulin pump was making a buzzing noise and the screen was blank, no time or lights or anything. The buzzing did not stop until they removed the battery. Customer state they were able to clear the alarm. Customer able to complete insulin pump rewind. The customer stated that the alarm occurred shortly after inserting a new battery. Customer had experienced multiple alarms after battery change. The customer also stated that they receiving same alarm after a battery change which received last month. Device will return for analysis.